Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing separated from the lower fitment/blue safety clamp when preparing to load it into the alaris pump for the initiation of tpn administration. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated was confirmed. Visual inspection showed that the pvc tubing was completely separated from the lower fitment. Examination under magnification showed that both sides of the tubing had no solvent applied at the engagement. Functional testing was deemed unnecessary due to the separation; fluid was leaking from the separation. Dimensional analysis was performed and the pvc tubing measured within specification. The root cause of the customer¿s report was identified as a manufacturing issue of no solvent being applied at the junction of the tubing.

Event description:
The customer reported that the tubing separated from the lower fitment/blue safety clamp when preparing to load it into the alaris pump for the initiation of tpn administration. There was no report of patient harm.